Event description:
Patient mean arterial pressure (map) was recorded as 88 mmhg.

Manufacturer narrative:
Section b5: patient's mean arterial pressure(map) was incorrectly reported. The correct map has been recorded above. Manufacturer's investigation conclusion: a direct correlation between the reported events (driveline infection, cardiac arrest, renal dysfunction, hepatic dysfunction, tachycardia, sepsis, patient outcome) and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists driveline infection, sepsis, hepatic dysfunction, renal failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the hmii lvas. Care instructions in regards to preventing infection are outlined in various sections of this document. The hmii lvas patient handbook is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient had a driveline infection which was being treated with antibiotics. The patient went into cardiac arrest. Resuscitation was attempted. The patient could not be saved. The patient was declared dead on (B)(6) 2021. The patient was initially admitted on (B)(6) 2021. The device operated as expected. The patient was drowsy on admission with complaints of abdominal distention, pedal edema, driveline infections, vomiting, and generalized weakness. The patient had a heartrate of 140 beats per minute (bpm), mean arterial pressure (map) of 140 mmhg, and oxygen saturation (spo2) of 97% on room air. The death was not considered to be device-related. The device will not be returned for analysis. The patient had a history of (B)(6) with antiretroviral treatment. The patient was admitted on (B)(6) 2021. The patient was tested for covid and found negative. The patient's renal function was poor. Central venous pressure and arterial lines were inserted. Vitals were monitored closely. The patient was treated with intravenous diuretics, intravenous levosimendine, and norepinephrine adrenaline. Swabs were sent from driveline infection for culture and sensitivity. Intravenous cordarone was started in view to tachycardia. The patient was found nonresponsive on (B)(6) 2021. Resuscitation was attempted. The patient could not be revived.